Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 429 mg/dl. The customer experienced symptoms such as weakness and dizziness. The customer was treated with manual injection prior to hospitalization. The customer was wearing the insulin pump during the hospitalization, and she was given chest x-rays and fluids. The patient was not given insulin and she was released from the hospital with a blood glucose of 229 mg/dl. During troubleshooting the drive support cap appeared normal. There were no leaks or site anomalies noted. The insulin pump will not be returned for analysis.